Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator door was not locking properly due to lock alignment issues. The customer also reported that no temperature reading was displayed at the lock. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was repeatedly failing and was difficult to close. The field service engineer (fse) replaced the latch, harness, and door hasp. Hardware testing was performed using the diagnostic application, and the device passed all tests successfully. The system functioned as intended after field service engineer repaired the device.